Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-jun-2011, UDI#: (B)(4). Date of event is an estimate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving baclofen (3.0 mg/ml, 2.0152 mg/day), clonidine (3.0 mg/ml, 2.0152 mg/day), fentanyl (35.0 mg/ml, 23.510 mg/day), and ketamine (25.0 mg/ml, 16.793 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient experienced a fall in (B)(6) 2018 and subsequently experienced more pain than usual. An x-ray revealed that the catheter was displaced out of the intrathecal space. The spinal segment was removed and replaced, and would not be returned as the customer discarded it. The issue was resolved. The patient's medical history included morbid obesity, high blood pressure and chronic obstructive pulmonary disease (copd). The patient status was "alive - no injury." No further complications were reported.